Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 32/0; cat # 6570-0-132; lot # 86198505. Tridentii tritanium cluster48d; cat # 702-04-48d; lot # 84107501a. 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot # yssj. 6.5mm low profile hex screw 20mm; cat # 7030-6525; lot # yl6a3. 6.5mm low profile hex screw 20mm; cat # 7030-6535; lot # 2lwh. 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot # yue. Size 3 accolade ii 127 deg; cat # 6721-0330; lot # 79371504. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient revised head and liner due to possible infection. Right hip. No other information available due to the hospital policy." Spoke to rep, who supplied the primary and revision usage. No release of explants, and no further information due to hospital policy.